Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
The customer reported via phone call that she had a no delivery alarm and a keypad anomaly when she was not using the insulin pump. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer stated that the buttons are no longer working. Customer does not want to return the set or reservoir for analysis. Customer changed the battery but it is still showing the no delivery alarm and it is showing no bars. Customer stated that the buttons would not work to remove the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.